Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. Medical product: model 3386, scs extension (2); therapy date: unknown.

Event description:
Related manufacturer report numbers: 3006705815-2019-01767. 1627487-2019-05595. 1627487-2019-05596. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the leads and extensions were explanted and replaced. Post-operatively, effective therapy was restored.